Event description:
Kendall health care received phone call on 4/24/00 concerning air leaks found in the ball/ valve assembly within the thoracentesis catheters. Md reports that during procedures dr has heard air leaks, however, md reports that when md withdrew the turkel needle from the catheter during the last procedure md witnessed air bubbles in the line and was concerned that air was being introduced into the pleural space.